Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm vvi paced. In (B)(6) 2010 the remaining longevity of the pulse generator was 1.5 - 1.0 years. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.